Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp believed that the pt had a granuloma at the catheter site; also, there may be a catheter disconnect. The pt previously had hydromorphone in the pump; saline was in the pump at the time of the report. A catheter revision was being planned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.